Event description:
Additional information: the patient refilled early 3 times. Per the health care provider (hcp) large discrepancy in amount of drug in the pump. The hcp believed the pump was faulty; over delivery. Rotor study and dye study were performed with normal results. The pump was replaced and the patient recovered without sequela.

Event description:
It was reported that the pump had a volume discrepancy that occurred over the past few refills. The actual residual volume (arv) was less than the expected residual volume (erv). It was thought that the arv was 7-8ml and the erv was 12-20ml. It was noted that the physician planned to refer the patient for a pump replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional information received: analysis also found the over infusion involving the pump had an undetermined root cause.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: product typ catheter; product ID 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ catheter; product ID 8590-9 lot# n246602 serial# implanted: 2010 (B)(6), explanted: product typ accessory; product ID 8575 lot# n236839 serial# implanted: 2010 (B)(6), explanted: 2012 (B)(6). Product typ accessory. (B)(4).

Event description:
Additional information received from the consumer reported the pump had failed.

Manufacturer narrative:
Updated to reflect correct date MFR rec from regulatory report 3004209178-2012-04050. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final pump analysis found a deformed pump tube in the pump/pump head and pump/motor/gear train anomaly/corrosion. Pump and partial catheter returned. Main complaint was a volume discrepancy last few refills. The ip taken when pump arrived did not show any anomalies. The ir did show an indicator of a motor stall recovery, this means that the pump had stalled and recovered at some point. Both of the infusion tests passed. Also performed a volume infusion test over 26 days. This test revealed at the first volume check after pump ran for 7 days that it over infused at 36%. The second volume check at 19 days revealed that the pump just met spec at 25%. During destructive analysis it was discovered that there was plenty of moisture and residue present in the pump head, motor can and over other surfaces under the inner cover. The pump tube has some mechanical wear but also appears to be narrowed in two areas and lost some of it elasticity, no leak was found. The motor rotor magnet also has residue on the lower shaft. (B)(4) feels that due to the deformed pump tube and the residue found on the rotor magnet lower shaft that there may be enough to cause the intermittent dispense and infusion tests. Final analysis of the catheter found that catheter testing passed and was acceptable. The catheter was returned incomplete, in segments. A very small segment was returned. The catheter passed testing. The pump connector has a small slice cut believed to have occurred at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.